Manufacturer narrative:
(B)(4).

Event description:
It was reported a biosure ha anchor was used in a procedure in which an unexpected growth developed around the implant area as discovered when the patient received a sports related injury post-op. Unknown growth developed around the implant area. Drs are still diagnosing to determine what it is and how to proceed. Another procedure is expected once diagnosis is determined. Patient currently wearing a brace and will have revision surgery due to torn graft.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. MRI identified to have cystic bone formation around the biosure ha anchor after receiving a sports related injury approximately 10 months post-op. The only radiological image provided was photo of an MRI (pre-revision ap and lat) knee which reported ¿graft still intact yet partially torn. Also noted tunnel is wider than immediately post op.¿ no conclusions can be made from the MRI provided concerning the ¿growth¿ or its cause. Although the report indicated that the patient will have revision surgery for the partially torn acl graft and possible multi-stage follow-up on the cystic bone removal, the specifics remain unknown at this time. No clinical relevant information was provided to include in the medical investigation. The product was removed and discarded and will not be returned for evaluation, however, it is reported that a review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No patient harm or injury has been reported. Based on a review of the information provided, the most likely cause of the acl tear is the post-operative injury to the knee/acl graft. Unable to clarify the reaction that is seen in the bone based entirely on the MRI image. It was further reported that no one expected the anchor to be the cause of the issue. However, the root cause of the unexpected cystic bone formation remains unknown. No further medical assessment can be provided at this time. (B)(4).